Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the lead was replaced and postoperatively effective therapy was restored

Event description:
It was also reported that the leads were fractured and addressed during the surgery.

Manufacturer narrative:
The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that patient had ineffective therapy since (B)(6) 2019. Patient's scs system was reprogrammed and a new program was also set in, but reprogramming was unable to solve the issue and hence patient may be awaiting surgical intervention at a later time.